Event description:
It was reported the physician implanted a 44mm gore® cardioform asd occluder to treat a large atrial septal defect (22x15mm) with a floppy posterior rim (length 8-15mm) and a retro aortal rim of approximately 2-3mm. Intraoperatively, the patient received unfractionated heparin - 11000 iu. On the evening of the procedure ((B)(6)) the patient received an aspirin and clopidogrel loading. Twenty four hours after implant, echocardiography showed a thrombus on the right atrial disc. Since the detection of the thrombus the patient has received therapeutic anticoagulation with heparin, aspirin, and clopidogrel.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequalae, including pharmaceutical therapy as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.